Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. Should additional information become available, a follow-up report will be submitted. This is report 3 of 3 involved in this peritonitis event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot numbers 10j15h25 and 10k17h25 with no exceptions observed that were related to the reported condition. The cause of the peritonitis was undetermined. Baxter has received similar reports for the reported problem. The root cause investigation is in progress.

Event description:
This report was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer with supplemental information by a nurse from the USA of recurrent peritonitis with culture positive for pseudomonas stutzeri coincident with dianeal pd4 ambuflex and dianeal pd4 ultrabag therapies for peritoneal dialysis (pd). During a call with baxter customer services, the following was reported by the consumer and nurse. On (B)(6) 2011, the patient experienced peritonitis. The patient was hospitalized from (B)(6) 2011. It was reported that the peritonitis was reoccurring, three incidents since peritonitis was initially diagnosed. Treatment was not reported. On an unreported date in (B)(6) 2011, the patient was recovered from the peritonitis. Dianeal therapies were ongoing. The nurse stated that the event of peritonitis was unrelated to dianeal therapy.